Manufacturer narrative:
Product ID 7482a51, serial #(B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 64002, lot # n347289, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v353789, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v207104, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the pocket adaptor (serial # (B)(4)) found that conductor wires were broken within 10 cm of the connector area. Conductor wires 0, 1, 5, 6, 7, and 8 were broken 2.8 cm from the proximal end. A functional test showed that circuits 2, 3, and 4, had acceptable continuity. Circuits 0, 1, 5, 6, and 7 were open. There were no shorts (dry).

Event description:
It was reported that about a month before, the patient had a return of symptoms. Impedances checked on the day of the report with an old pocket adaptor, showed readings greater than 40,000 ohms. X-rays were taken but no fractures were seen and "it appeared everything was intact." The patient had not had any falls or trauma. The pocket adaptor was replaced and all impedances were within normal limits. The old implantable neurostimulator (ins) was however still in use. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the revision surgery on the date of this report. When the impedance was checked in the operation room, the impedance was in the 40000s.